Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 40-371 (mg/dl). Customer consumed orange juice and disconnected pump to address low bg levels. Subsequently, customer experience elevated bg levels and delivered a correction bolus. Recommendation was made to consult with health care provider to discuss diabetes management.